Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The caller reported that the numbers on the insulin pump's screen were ramping when they tried to go through the bolus wizard. Customer's blood glucose level was 11.0 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No ramping numbers were noted on the display. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked case near the display window corners, a missing end cap sticker, and minor scratches on the display window.